Event description:
It was reported the patient experienced a power on reset (por) condition and was currently undergoing radiation therapy. Additional information received reported that the patient got the device working.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).